Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that the brush head had broken and exited into his/her mouth via the small portal on the side of the shaft. No injury was reported. Follow-up: consumer stated that the shard of metal that was ejected from his/her brush head was part of the mechanism that permitted the brush head to oscillate; the brush head no longer moved when the motor unit was turned on.